Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue of the up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: on examination, there was no visible damage to the keypad. On testing, the up arrow, ok, and down arrow buttons were unresponsive. The contrast button responded properly. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The bolus button cover was torn and on testing, the bolus button was stuck. The stuck bolus button caused the up arrow, down arrow and ok buttons to be unresponsive. Unrelated to the original complaint, the display screen was noted to be dim and discolored.